Event description:
The following has been reported: facility rep reported to fresenius kabi rep that pump froze on ivenix (fresenius kabi) splash screen on startup during go live rollout. No patient harm. A preliminary review of the logs shows that the frozen lcd screen indicates a clinical application crash likely due to a known ac power issue at the hospital, and [is] unrelated to the device hardware. Further investigation reveals that this is a software anomaly related to the lvp entering a fail stop state if it receives a wifi access point association response that contains an empty supported data rate list. The issue is an anomaly in the sw caused by the reading of a malformed wi-fi response management frame. This malformed message is being broadcast specifically by a cisco wi-f access point that is misconfigured and does not have the latest network drivers. The following conditions are necessary to be present for the issue to manifest itself: - the site must be operating one or more cisco wi-f access points running a specific version of firmware which is capable of incorrectly broadcasting the malformed message and - the cisco wi-f access point must be configured in such a way to enable the broadcasting of the malformed message and - the infusion device must be configured to communicate with the aforementioned access point and be in its vicinity such that it is able to connect and receive the malformed message. This issue was resolved in a sw update to version 5.2.1.849 on recall# z-0002-2023. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.